Event description:
The device pouches were cut/split about 2/3 of the way down the packaging. There was no damage reported to the outer boxes. The products were handled per usual hospital procedure.

Manufacturer narrative:
Additional info will be submitted within 30 days of receipt. This is one of two reports submitted for related events. Please reference MDR #s 9616099-2009-00254.